Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The stored electrograms (egms) showed occasional atrial undersensing. The current sensitivity is programmed at fixed 0.5mv (millivolts). The aab alert was adjusted to greater than 24 hours for further episodes. The device remains in service. No adverse patient effects were reported.